Event description:
The customer called carefusion tech support to report that one of their units seemed to have fluctuating map. According to the customer, the unit passes circuit calibration. They requested that carefusion tech support send someone to look at the unit. They did not have any additional info other that which was provided. There was no patient involvement during this incident.

Manufacturer narrative:
A carefusion field service rep was dispatched to the user facility, he checked the unit and found that the airway pressure meter was faulty. He replaced it with another one. He then checked the circuit calibration and ventilator performance. The display was stable, and the ventilator was performing according to the MFR specifications. He also noted that the ventilator was due for a 2k and 7 year preventative maintenance. He performed both tasks, and ran performance/operation tests to verify that it was performing according to MFR specifications. The faulty airway pressure meter was not returned, however a request has been placed for it to be returned for evaluation.